Manufacturer narrative:
(B)(4). Results: representative samples of the product were tested for ductility and the results obtained were in conformance with the requirements. Conclusions: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a fascia closure procedure on an unknown date and suture was used. The needle broke during use. All needle pieces were found and taken out of the patient. There was no adverse consequence to the patient.